Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell on (B)(6) at their home, landing on their back where the stimulator was located. As a result, they were placed in rehab because they were unable to care for themselves. The patient mentioned that they had already contacted manufacturing representative (rep) about this issue. The patient stated that they contacted rep on the friday before the 17th when they were released from rehab, so around the 13th or 14th. The patient also reported experiencing a troubling incident last night. While sitting on their foot, their leg became crawled under their right side. As they leaned over, they felt a shock that immobilized them, causing the sensation of stimulation. This sensation has been occurring frequently since they received the new ins, which was unusual. They described feeling the shock from their leg up to their back. The patient mentioned that they had already discussed the fall with their healthcare provider (hcp) during a video call at the rehab center, but they do not have a follow-up regarding the ins. Their urologist was not concerned about the fall, which led them to believe they needed to contact manufacturer. The patient was redirected to their hcp for further evaluation and to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they called back and reported the same symptoms.